Event description:
The patient contacted animas on (B)(6) 2013 and stated that after a bike accident, the pump's vibration no longer functioned. The reporter noted the audio tones functioned appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On investigation, the pump had vibratory function when the pump was powered on and after the pump slept and was reactivated. Investigation was unable to confirm the complaint of inoperable vibration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.